Event description:
Boston scientific received information that three days post implant this right ventricular (rv) lead was displaying high pacing threshold values. In addition, it was suspected to have dislodged. The lead was repositioned and measurements were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.